Event description:
It was reported that the patient experienced withdrawal one time when the health care provider (hcp) went to take out what was left in the pump before they refilled it and the "hcp took out too much, so they had an interruption in the line, and that little bit of interruption in the line threw them into withdrawals." The pump system was being used to deliver dilaudid, clonidine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Corrected information: the drug iin the pump was unknown at the time of the event.

Manufacturer narrative:
Product ID 8703w, lot # l80990, implanted: (B)(6) 2000, product type catheter. (B)(4).